Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant there was difficulty placing due to patient anatomy. It was noted that during slitting the lead dislodged and the position was unstable. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.